Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On arrival, a 70 year old male with acute myocardial infarction and cardiogenic shock underwent a percutaneous coronary intervention following impella cp insertion via right femoral artery. In the intensive care unit, on multi pressor/inotrope and ventilatory support, the patient developed severe hypotension with impella suction alarms. Support was reduced to p5 for tolerance. The next day, lactate dehydrogenase (ldh) elevation with pink tinged urine was noted and tachyarrhythmias requiring cardioversion occurred overnight. A temporary transvenous pacer was placed. While hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use and most likely device-connected, tachyarrythmias are more likely indicative for a severely sick patient. Despite ongoing impella support and advanced therapy, the patient expired on support. No access site complications, no device malfunction/structural failure identified; suction alarms occurred in the context of severe hypotension and low pulsatility. Death on support, suction alarms, arrhythmia events, and hemolysis events are conservatively associated with device use; however, underlying ami cs and clinical factors most likely contributed. Device function was appropriate with no malfunction identified.

Manufacturer narrative:
D1: updated brand name. D4: updated catalog and serial number.

Manufacturer narrative:
Hypotension/tachycardia: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.